Event description:
Customer complained that the device was now labelled as 'single-use' whereas previous purchases of the same device had not been labelled as 'single-use'.

Manufacturer narrative:
Final report for incident: (B)(4).

Event description:
Customer complained that the device was now labelled as ']single-use' whereas previous purchases of the same device had not been labelled as 'single-use'.

Manufacturer narrative:
Initial report of incident.